Event description:
It was reported that the zimmer air dermatome gave an inconsistent cut. Additional clinical follow up received on (B)(6) 2010 indicated that the unit was skipping and sliding over the skin too fast. The unit produced very thin and little pieces. The graft was useable, and a second graft was not needed.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted ounce the investigation is complete.